Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with a prostyle device using the pre-close technique via an 8fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, one prostyle suture was successfully pre-placed; however, when placing the second suture the foot was unable to be opened prior to plunger deployment. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14fr and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported mechanical jam with the foot could not be confirmed as the returned device analysis verified the foot deployment and retraction functioned as expected. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported mechanical jam and subsequent treatment appears to be related to interaction with the patient¿s anatomical conditions or interaction with the previously deployed suture such that contributed to the reported inability to open / deploy the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.